Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow-up received on 05-jul-2016. (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/ complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: went into uterus / perforation (uterus)") and pelvic pain ("pelvic pain female / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: hydrocodone acetaminophen, dexilant, monteluksat, loratidine, hydrochlorthiazid, lisinopril, promethazine, venlafexine, meloxicam, meclizine, horizont, lyrica, baclofen and trazodone. Concomitant products included fluticasone propionate (flonase allergy relief), hydrocodone;paracetamol (acetaminophen;hydrocodone) and salbutamol sulfate (proair hfa). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced anxiety ("hormonal changes describe: anxiety"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/contraction like pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), inflammation ("inflammation"), depression ("depression"), hypersensitivity ("allergic reaction"), complication associated with device ("device complications"), uterine cervical pain ("cervix pain"), uterine pain ("uterus pain"), abdominal pain upper ("stomach pain") and polymenorrhoea ("2 periods in a month"). The patient was treated with surgery (total hysterectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, back pain, inflammation, depression, anxiety, fatigue, hypersensitivity, complication associated with device, dyspareunia, uterine cervical pain, uterine pain and abdominal pain upper outcome was unknown and the mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and polymenorrhoea was resolving. The reporter considered abdominal pain upper, anxiety, back pain, complication associated with device, depression, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, inflammation, menorrhagia, mood swings, pelvic pain, polymenorrhoea, uterine cervical pain, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 182 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: other (please describe) incompetent cervix; on (B)(6) 2013: normal contour with no evidence of contrast or spillage. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received: reporter information added. Lab test, concomitant medication and new event - hormonal changes describe: mood swings & anxiety, abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: went into uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, perforation (uterus), weight gain / loss specify which one: weight gain, stomach pain, cervix pain and uterus pain and 2 periods in a month were added. The outcome of events - weight gain, abnormal bleeding, mood swings, severe cramping were updated as recovering/resolving. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: went into uterus / perforation (uterus) / malpositioned left essure coil with the proximal portion / malpositioned left essure coil with proximal portion demonstrated in fundal myometrium.') And pelvic pain ('pelvic pain female / pain') in an adult female patient who had essure (batch no. A73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section on (B)(6) 2012, multiple fractures (pelvis and lower extremities with mv a) in 2002, gastric bypass, venous thrombosis, arthritis, tingling, knee ligament injury, asthma, anemia, median nerve injury, jaw fracture, fractured iliac crest, cough, fever, irregular menstrual cycle, uterine bleeding, bronchitis, tracheostomy, pneumonia, dvt, pelvic peritoneal adhesions, nabothian cyst and hypertension. Previously administered products included for an unreported indication: hydrocodone acetaminophen, dexilant, montelukast, loratidine, hydrochlorthiazide, lisinopril, promethazine, venlafexine, meloxicam, meclizine, horizont, lyrica, baclofen and trazodone. Concurrent conditions included arthralgia, burning sensation, leg pain and shortness of breath. Concomitant products included baclofen, dexlansoprazole (dexilant), fluticasone propionate (flonase allergy relief), gabapentin enacarbil (horizant), hydrochlorothiazide, hydrocodone;paracetamol (acetaminophen;hydrocodone), lisinopril, loratadine, meclozine (meclizine), meloxicam, montelukast, pregabalin (lyrica), promethazine, salbutamol sulfate (proair hfa), trazodone and venlafaxine. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced anxiety ("hormonal changes describe: anxiety"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/contraction like pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), inflammation ("inflammation"), depression ("depression"), hypersensitivity ("allergic reaction"), complication associated with device ("device complications"), uterine cervical pain ("cervix pain"), uterine pain ("uterus pain"), abdominal pain upper ("stomach pain") and polymenorrhoea ("2 periods in a month"). The patient was treated with surgery (total hysterectomy and total hysterectomy (uterus and cervix removed) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, back pain, inflammation, depression, anxiety, fatigue, hypersensitivity, complication associated with device, dyspareunia, uterine cervical pain, uterine pain and abdominal pain upper outcome was unknown and the mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and polymenorrhoea was resolving. The reporter considered abdominal pain upper, anxiety, back pain, complication associated with device, depression, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, inflammation, menorrhagia, mood swings, pelvic pain, polymenorrhoea, uterine cervical pain, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 182 lbs. The left coil is suggested superior to the uterine cornu in the fundal myometrium and appears to laterally within the myometrium likely exiting within the broad ligament. There is no evidence of the coil within the len fallopian tube. After placement, there were 5 coils protruding from the ostium on the right and 3 coils protruding on the left. There was no indication of perforation. Laparoscopic lysis of pelvic adhesions (salpingolysis, ovariolysis) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: other (please describe) incompetent cervix total bilateral occlusion; on (B)(6) 2013: normal contour with no evidence of contrast or spillage. Ultrasound pelvis - on (B)(6) 2016: impression: I. Findings consistent with satisfactory placement of the right essure coil within the fallopian tube. 2. Malpositioned left essure coil with the proximal portion demonstrated in the fundal myometrium us shows that patient¿s left coil may be malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: information from duplicate case (B)(4) has been transferred to this case including reporter information, legacy device report number 2951250-2019-11772. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), inflammation ("inflammation"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), hypersensitivity ("allergic reaction") and complication associated with device ("device complications"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, inflammation, depression, anxiety, fatigue, hypersensitivity and complication associated with device outcome was unknown. The reporter considered anxiety, back pain, complication associated with device, depression, fatigue, hypersensitivity, inflammation and pelvic pain to be related to essure. In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-nov-2017: event medical device removal was deleted and event back pain, inflammation, depression, anxiety, fatigue, allergic reaction, pain was added with essure start and stop date. Essure legal manufacture has changed from (B)(4) to (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: went into uterus / perforation (uterus) / malpositioned left essure coil with the proximal portion / malpositioned left essure coil with proximal portion demonstrated in funal myometrium.") And pelvic pain ("pelvic pain female / pain") in an adult female patient who had essure (batch no. A73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, c-section on (B)(6) 2012, multiple fractures (pelvis and lower extremities with mv a) in 2002, venous thrombosis, arthritis, tingling, knee ligament injury, asthma, anemia, nerve injury, jaw fracture, fractured iliac crest, cough, fever, irregular menstrual cycle, uterine bleeding, bronchitis, tracheostomy, pneumonia, dvt and pelvic peritoneal adhesions. Previously administered products included for an unreported indication: hydrocodone acetaminophen, dexilant, monteluksat, loratidine, hydrochlorthiazid, lisinopril, promethazine, venlafexine, meloxicam, meclizine, horizont, lyrica, baclofen and trazodone. Concurrent conditions included arthralgia, burning sensation, leg pain and shortness of breath. Concomitant products included fluticasone propionate (flonase allergy relief), hydrocodone;paracetamol (acetaminophen;hydrocodone) and salbutamol sulfate (proair hfa). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced anxiety ("hormonal changes describe: anxiety"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/contraction like pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), inflammation ("inflammation"), depression ("depression"), hypersensitivity ("allergic reaction"), complication associated with device ("device complications"), uterine cervical pain ("cervix pain"), uterine pain ("uterus pain"), abdominal pain upper ("stomach pain") and polymenorrhoea ("2 periods in a month"). The patient was treated with surgery (total hysterectomy and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, back pain, inflammation, depression, anxiety, fatigue, hypersensitivity, complication associated with device, dyspareunia, uterine cervical pain, uterine pain and abdominal pain upper outcome was unknown and the mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and polymenorrhoea was resolving. The reporter considered abdominal pain upper, anxiety, back pain, complication associated with device, depression, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, inflammation, menorrhagia, mood swings, pelvic pain, polymenorrhoea, uterine cervical pain, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 182 lbs. The left coil is suggested superior to the uterine cornu in the fundal myometrium and appears to laterally within the myometrium likely exiting within the broad ligament. There is no evidence of the coil within the len fallopian tube. After placement, there were 5coils protruding from the ostium on the right and 3 coils protruding on the left. There was no indication of perforation. Laparoscopic lysis of pelvic adhesions (salpingolysis, ovariolysis) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: other (please describe) incompetent cervix; on (B)(6) 2013: normal contour with no evidence of contrast or spillage. Ultrasound pelvis: on (B)(6) 2016: impression: findings consistent with satisfactory placement of the right essure coil within the fallopian tube. Malpositioned left essure coil with the proximal portion demonstrated in the fundal myometrium us shows that patient¿s left coil may be malposition. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-may-2019: medical records received: lot number was added. Medical history were added. Reporters were added. Patients race information was added. Reporter causality comments were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device location of device: went into uterus / perforation (uterus) / malpositioned left essure coil with the proximal portion / malpositioned left essure coil with proximal portion demonstrated in funal myometrium.") And pelvic pain ("pelvic pain female / pain") in an adult female patient who had essure (batch no. A73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass, c-section on (B)(6) 2012, multiple fractures (pelvis and lower extremities with mv a) in 2002, venous thrombosis, arthritis, tingling, knee ligament injury, asthma, anemia, median nerve injury, jaw fracture, fractured iliac crest, cough, fever, irregular menstrual cycle, uterine bleeding, bronchitis, tracheostomy, pneumonia, dvt, pelvic peritoneal adhesions, nabothian cyst and hypertension. Previously administered products included for an unreported indication: hydrocodone acetaminophen, dexilant, monteluksat, loratidine, hydrochlorthiazid, lisinopril, promethazine, venlafexine, meloxicam, meclizine, horizont, lyrica, baclofen and trazodone. Concurrent conditions included arthralgia, burning sensation, leg pain and shortness of breath. Concomitant products included baclofen, dexlansoprazole (dexilant), fluticasone propionate (flonase allergy relief), gabapentin enacarbil (horizant), hydrochlorothiazide, hydrocodone;paracetamol (acetaminophen;hydrocodone), lisinopril, loratadine, meclozine (meclizine), meloxicam, montelukast, pregabalin (lyrica), promethazine, salbutamol sulfate (proair hfa), trazodone and venlafaxine. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced anxiety ("hormonal changes describe: anxiety"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)/contraction like pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), inflammation ("inflammation"), depression ("depression"), hypersensitivity ("allergic reaction"), complication associated with device ("device complications"), uterine cervical pain ("cervix pain"), uterine pain ("uterus pain"), abdominal pain upper ("stomach pain") and polymenorrhoea ("2 periods in a month"). The patient was treated with surgery (total hysterectomy and total hysterectomy (uterus and cervix removed) salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, back pain, inflammation, depression, anxiety, fatigue, hypersensitivity, complication associated with device, dyspareunia, uterine cervical pain, uterine pain and abdominal pain upper outcome was unknown and the mood swings, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and polymenorrhoea was resolving. The reporter considered abdominal pain upper, anxiety, back pain, complication associated with device, depression, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, inflammation, menorrhagia, mood swings, pelvic pain, polymenorrhoea, uterine cervical pain, uterine pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 182 lbs. The left coil is suggested superior to the uterine cornu in the fundal myometrium and appears to laterally within the myometrium likely exiting within the broad ligament. There is no evidence of the coil within the len fallopian tube. After placement, there were 5coils protruding from the ostium on the right and 3 coils protruding on the left. There was no indication of perforation. Laparoscopic lysis of pelvic adhesions (salpingolysis, ovariolysis). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: other (please describe) incompetent cervix total bilateral occlusion; on (B)(6) 2013: normal contour with no evidence of contrast or spillage. Ultrasound pelvis - on (B)(6) 2016: impression: I. Findings consistent with satisfactory placement of the right essure coil within the fallopian tube. 2. Malpositioned left essure coil with the proximal portion demonstrated in the fundal myometrium us shows that patient¿s left coil may be malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs